Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to failure to cut sheath include, but not limited to, device pulled back too hard or incorrect positioning inside the vessel while pressing the thumb advancer. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - estimated date d4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a vessel closure using a starclose device after a procedure. Reportedly, the sheath did not split. It is unknown how hemostasis was achieved. No additional information was provided.